Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the priming line spike came off. A short 1 cm (12.5 mm) tube was used in the connector section at the bottom of the spike to raise it, which was inserted into the tube at 1/4 and then tied with a tie gun on top and the "raised part" section was removed. The tube was pushed into the proximal of the connector region tightly and a strong tie gun was used. The device was used. There was no adverse patient effect associated with this event. Medtronic received additional information that it was confirmed that the priming solution leaked during preparation. Medtronic received additional information that the tubing did not completely disconnect, but the observation is that it leaked because it was loose. The leak originated from the tubing connection. It was unknown if there was any visible air in the system/tubing. The exact location of the leak was at the tie gun band part at the root of the spike needle.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no additional tubing or tie band. The section of tubing that was attached to the device was not able to be removed. The reason for return was undetermined. Correction b5: medtronic received information that prior to use of a custom tubing pack, it was reported that the priming line spike came off. A short 1 cm (12.5 mm) tube was used in the connector section at the bottom of the spike to "raise it, which was inserted into the tube at 1/4 and then tied with a tie gun on top and the "raised part" section was removed. The tube was pushed into the proximal of the connector region tightly and a strong tie gun was used. See attached photos. It was also noted prior to use that the 3/8 tube on the blood outlet port side of the fusion oxygenator was sticky with some kind of adhesive. Prior to use of a fusion cardiotomy venous reservoir (cvr), a hair-like object from the suction filter of the cvr was seen floating in the blood. It was unknown whether it was hair or a foreign object, but it was also attached to the wall. See attached photos. The custom tubing pack, fusion oxygenator and fusion cvr were used. There was no adverse patient effect associated with these issues. Medtronic received additional information that it was confirmed that the priming solution leaked from the custom tubing pack during preparation. Medtronic received additional information that the tubing did not completely disconnect, but the realization was that it leaked because it was loose. The leak originated from the tubing connection. It was unknown if there was any visible air in the system/tubing. The exact location of the leak was at the tie gun band part at the root of the spike needle in the custom tubing pack. Medtronic received additional information that here had been no issues with the artificial lungs at this time. Medtronic received additional information that the cvr was not replaced but there were other defects such as floating objects in the cvr. It was used until the procedure was completed despite the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.